Manufacturer narrative:
The fenestrated bipolar forceps instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported during a da vinci assisted bilateral inguinal hernia surgical procedure, the fenestrated bipolar forceps instrument had a broken conductor wire. The procedure continued as planned with no reported injury.